Event description:
Information regarding this event was submitted in manufacturing report #3004209178-2012-03842.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient never had therapeutic effect. Per reporter, the patient fell frequently. Hcp had been increasing the patient's medication. A dye study was done and did not show any issues. Hcp was able to aspirate and push dye through the catheter. The catheter placement appeared good. A rotor study was performed and the rotor looked fine. The refill records were detailed and there were no reports of volume discrepancies. It was believed there was a micro-tear. It was not confirmed. After the diagnostic testing, hcp reduced the medication. Patient did not report any symptoms from the reduction. The hcp planned to reduce the medication every week until they were able to put saline in the pump. Patient had oral medication if needed. The plan was to refer the patient to a neurosurgeon for catheter replacement. The pump was delivering baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk (B)(4).